Event description:
The customer reported a lot of noise during opcheck. The device failed pads paddles ECG tests.

Manufacturer narrative:
(B)(4). The customer reported a lot of noise during opcheck. The device failed pads paddles ECG tests. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.